Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Stray threads together with it inside- vagina [foreign body in reproductive tract]. Stray threads falling from tampon [device breakage]. Case narrative: consumer reported via phone that there were stray threads. No serious injury reported.

Event description:
Stray threads together with it inside- vagina [foreign body in reproductive tract] stray threads falling from tampon [device breakage]. Case narrative: consumer reported via phone that there were stray threads. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.